Event description:
My son uses the omnipod insulin management system which has a built-in glucometer that uses freestyle test strips. Now that abbott pharmaceuticals has made their new "butterfly strip", the older model is not available to pharmacies. I received an email a few weeks back warning me not to use these new strips yet as they were not FDA approved for use with the omnipod. When I got my latest refill on these, they were the new ones, a fact I did not realize until I opened the box and bottle of strips on our way out of town for thanksgiving. I had no other choice, but to use the strips because it was all I had. I got readings anywhere between 32 and >500 all of which I treated him for. No adverse events occurred because of this, but the potential for great harm certainly exists. The problem here is that my pharmacist wasn't even aware of the issue until I called him and that he can't get any more of the old strips because they aren't available. The old and new strips have the same ndc number, a fact I certainly don't understand. This is a death just waiting to happen. I treated my son, who is too young to have the cognitive ability necessary to tell me when he feels poorly related to a low or high glucose, for both low and high glucose readings that I now know were false readings. This could have been fatal. Why abbott has been allowed to make the old strips unavailable before the new were approved for the omnipod is beyond me and I sincerely hope and pray that you, the FDA, will do something about this before someone is harmed or dies. Dates of use: (B)(6) 2010. Diagnosis or reason for use: insulin dependant diabetes. Event abated after use: yes. Event reappeared after reintroduction? Yes.